Manufacturer narrative:
The recipient reportedly underwent repositioning surgery. The recipient's device was reactivated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing pain due to device placement. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.